Manufacturer narrative:
B3: Event date is considered valid. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 97755 ; Serial#: (b)(6); UDI#: (b)(4); Product Type RECHARGER. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient's recharger would get hot quickly and the controller battery would deplete to 10% within 5 minutes. The issue began 5 days ago. During the call caller cleaned the controller and recharger pins. Caller reset the controller and plugged the recharger. Caller got stuck at Looking for Device then Device Not Found. Caller got 0/0/0 on Passive Recharge and got a 17 briefly. Agent reviewed best charging practices and caller still got 0/0/0. Caller placed the implant away from the implant and got 16. Agent sent request to repair to replace the recharger.